Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the plunger of the device was very hard to advance. The surgeon reported that he pushed the plunger with both hands and the iol "popped out" and tore the anterior capsular rim. The surgeon reported the use of an unapproved ocular viscoelastic device. The surgery was completed w/o any other concerns. The surgeon was unwilling to provide further info.

Manufacturer narrative:
The device was returned. The plunger has been fully advanced. No damage is observed. The lens remains implanted. Product history records reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unapproved viscoelastic in the device. The root cause may be related to a failure to follow the dfu. No damage was observed to the device. The use of an unqualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes, which may result in lens damage or delivery issues. There have been no other similar complaints reported in the lot number. The surgeon was unwilling to provide further info. (B)(4).